Event description:
It was reported during the implant procedure that the helix could not be advanced or retracted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, the visual inspection revealed that the proximal conductor was distorted.